Event description:
The reporter indicated that a 12.1mm vicmo12.1 implantable collamer lens of -5.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for longer length lens due to low vault without rotation. The problem was resolved. Cause reported as unknown.

Manufacturer narrative:
Weight, ethnicity, race:unk. Off label use: acd <3.0. Claim# (B)(4).